Event description:
It was reported that the right atrial (ra) lead was exhibiting unstable thresholds as well as oversensing and noise. The lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.